Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was flickering on and off after a battery change. Blood glucose level at the time of the incident was not provided. The customer reported that the insulin pupm was recently exposed to swimming pool water. Troubleshooting could not be completed as the insulin pump's display remained blank. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.